Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex blue line ultra cuffed tracheostomy tube cuff leaked, which resulted in the ventilator malfunctioning and the alarms activating overnight. The tracheostomy tube is current changed "every 3/52" (weeks). No patient injury was reported.